Event description:
It was reported that the ilet user experienced a low blood glucose of 57 mg/dl without symptoms, then self-treated with oral carbohydrates and overcorrected to a high of 292 mg/dl, consistent with a usage issue rather than a device malfunction. Symptoms included hypoglycemia and subsequent hyperglycemia without physical signs. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem involving overtreating hypoglycemia; no device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.